Event description:
Following implant, the pt developed an infection. Both devices were explanted. The pt was at home. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available. See MFR's report #3004209178200803717.

Manufacturer narrative:
.